Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 240 units of insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer declined to reload the cartridge and indicated that no further follow up was necessary.